Event description:
Pt was being transferred into an oversize wheelchair from a standing position. Inadvertantly placed hand under a support bar of the folding seat mechanism and when the bar engaged into a plastic "u" shaped catch upon sitting in the chair, left ring finger was partially amputated.